Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device being worn out could not be confirmed. However, the reported condition of a dip in the blade part was confirmed. An assessment was performed on the device which determined the tip was drilled. It was determined that the cause of this condition was consistent with failure to follow the directions for use. It was determined that when the burr was improperly loaded into the attachment and then installed onto the drill, the burr did not seat properly in the locking chamber. It was determined that the attachment could be forced into position which placed the distal tip of the burr in compression. It was determined that at this point, the tip of the burr was in direct contact with the neuro tip of the attachment. It was determined that when the drill was started, the burr drilled into or through the neuro tip. The assignable root cause of the component damage was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during device inspection, it was observed that the crani-a attachment device was worn out, and had a dip in the blade part. The event was not related to surgery. It was not reported if there was a delay in a scheduled surgical procedure, or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.